Event description:
Drug/diluent: maropin. 0.2%. Fill volume: 270. Flow rate: 2 ml/hr. Procedure: unk. Cathplace: unk. It was reported that the device failed. No adverse event reported. In an e-mail received on (B)(4) 2012, the event details were clarified that the device delivered 270mls of medication in two days instead of the estimated five days.

Manufacturer narrative:
Method: no sample was received for evaluation and investigation. The sample was discarded. Results: without the actual product, an analysis cannot be conducted. Conclusion: a review of the device history record (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. If additional info pertinent to this complaint is received the file will be reopened, and I-flow will submit a follow-up report.